Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary finding of instrument grips-tip bent severely to be related to the customer reported complaint. The instrument was found to have one (1) severely bent grip, causing misalignment of the grip-tips. A clip can be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was having difficulty closing the jaws on the stapler resulting medium-large clip applier instrument clips not being applied properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.